Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of hi results. Customer's wife states her husband felt like he had no energy and was ill but is currently feeling fine. Customer states the that not medical attention is required but that he may seek medical attention later. The customer's expected blood results are 90-130mg/dl not fasting. Verified the strips expire 10/14/2017. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: hi (B)(6) 9:00pm , hi (B)(6) 8:58pm , hi (B)(6) 8:55pm , hi (B)(6) 4:44pm & hi (B)(6) 4:42pm. No adverse event reported.